Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing.  Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during four cataract extraction procedures the knives were blunt. The cases were completed using a new knife. There was patient contact but no patient harm. Additional information was requested and received.

Manufacturer narrative:
Additional information has been provided in d.10., g.1., g.2., h.3., h.6. And h.10. Two opened knives were received in bp trays for the report of blunt knives. The returned samples were visually inspected and were found non-conforming with damaged cutting edges. Penetration testing could not be performed due to the damage of the samples. Photos were reviewed by the manufacturing site. The photos are of a pak list and two knives in blade protector trays. The reported issue can not be confirmed from the photos. The reported product and lot information of the custom pak were confirmed. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The exact root cause could not be determined from the investigation performed. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged cutting edges exhibited on the returned opened samples is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicated the event occurred during two cataract procedures and not four as previously reported.